Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blood pressure was found to be low, just prior to crossing the native valve. The patient had to be placed on cardiopulmonary bypass and the valve was deployed quickly. Due to the low blood pressure, no assessment was performed during the deployment of the valve. The valve was deployed too low towards the left ventricle and severe paravalvular leak (pvl) developed. Subsequently, a second transcatheter bioprosthetic valve, was implanted valve-in-valve. The patient was taken off cardiopulmonary bypass and the procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Suspect medical device: information was updated for the reported device. If information is provided in the future, a supplemental report will be issued.